Event description:
A report was received that the patient's leads were removed due to dehiscence at the midline incision. The physician indicated that the wound was not healing properly. The physician re-implanted the patient with two new leads and the patient was reportedly doing fine.